Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump rewinds properly during testing. No unexpected drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm noted. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump no longer rewind and he tried a few times but drive did not rewind. The customer also stated that insulin pump received drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. The blood glucose level was 7.3 mmol/l. The product will be returned for the analysis.